Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pocket revision, the insulation on the left ventricular lead appeared to be twisted. All electrical measurement values were normal. The lead remained implanted.